Event description:
The customer contacted stryker to report that their device's electrodes could not be connected. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
The customer received a replacement electrode tray. Stryker evaluated the returned electrode tray and verified the reported issue. Physical damage was found indicating the tabs were broken off by physical force. The root cause is use error during installation of the electrode tray.

Event description:
The customer contacted stryker to report that their device's electrodes could not be connected. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.